Manufacturer narrative:
(B)(4). (B)(6). The device will not be returned for product analysis. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that when they tried to retrieve an optease device, they noticed the branch was broken. Therefore, it was impossible to remove it in the usual way. There was no report of patient injury. The current status of the patient is ¿fine.¿ the patient had renal insufficiency and a very tortuous vena cava, but they succeeded with placement. A surgical option will be considered if they do not find a way to remove it. The device was stored, handled, and prepped according to the IFU. They were not able to retrieve the device. There were no delivery problems. The target vessel was the infrarenal ivc (inferior vena cava) and was very tortuous with massive scoliosis. The filter was never in an acute bend. There was not an associated filter migration. The patient did not have any CPR administered or any chest traumas. The issue occurred on follow-up between delivery and the attempt at filter removal. The device will not be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, during retrieval of a an optease device, a broken ¿branch¿ was noted and the filter could not be retrieved via ¿usual¿ methods. The filter was not retrieved and there was no patient injury. The patient was noted to have renal insufficiency, ¿massive¿ scoliosis and a very tortuous vena cava; however, filter placement in the infrarenal inferior vena cava was previously successful with no problems noted. At the time of this report, a surgical option for retrieval was being considered if percutaneous retrieval could not be accomplished. The device was stored, handled, and prepped according to the IFU. There were no delivery problems. The filter was never in an acute bend. There was no filter migration noted. There was no history of CPR administered or any chest traumas. The issue occurred on follow-up between delivery and the attempt at filter removal. The device will not be returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The IFU states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Based on the information available for review, and the DHR, there is no indication that the reported filter fracture could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.